Manufacturer narrative:
Corrected data: upon further review it was noted that the reference information for section d6b and the information provided in section h6-impact code of the initial report were inadvertently populated with the wrong information. The lens was explanted (no date provided) and health effect - impact code '2271 - therapeutic response decreased' is incorrect as the appropriate code is code 2138 which falls under 'clinical code' category. Therefore, the following fields are being updated accordingly: section d6b - explant date: unknown, as information was requested but not provided. Section h6 - health effect - clinical code: 2138 - visual impairment updated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up, we learned that there was a communication error between the physician and the patient. There was a difference in the recognition between the patient's intended distance visual acuity and the physician; therefore, the previously refractive error reported did not occur. Corrected information: upon further review of the new information received, it was determined that the reported incident did not constitute a serious injury that could cause a debilitating condition. Therefore, this event is no longer considered to be reportable and no further information will be provided under MFR report number 3012236936-2024-0002346. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted, the patient presented a shift of refraction and the iol was explanted. No further information was provided.